Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, when the sail was being retracted the inner tubing piece snapped out of the handled. The piece disengaged from the instrument. The sail was able to retracted completely. The gastrasail was removed and new one was opened and re-inserted. There was no unanticipated tissue loss. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The sail was able to be retracted completely. The sail was removed and a new one was opened and re-inserted. The retraction handle was disengaged from the device. Engineering determined that the retraction handle disengaged due to the use of excessive force. Replication of the reported condition may occur as a result of excessive force applied longitudinally on the sail feature once the pawl was in contact with sail detent. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.